Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, possible patella femoral pain, stryker patella implanted & a new thicker liner of ours was implanted. Right.